Event description:
Infusion center stating that 2 hours into today's infusion, she noticed that the IV bag had more solution in it than there should be. There were no alarms to indicate that the pump was malfunctioning or had stopped infusing, but she confirmed that the pump was not infusing at the rate it should be. She paused the infusion, checked on mediport (it flushed fine), and other tubing appeared fine as well. Rn switched pump from variable setting to continuous setting at 80 ml hr (2nd step) and reports no issues so far. She is concerned about this happening again next week and is requesting a new pump. No adverse events or missed dose reported. Reported to (B)(6) by health professional.